Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implantation time of 28 months, two inappropriate shock deliveries were reported after several incorrect detections. No deterioration in the pt's state of health was reported. The device was explanted.